Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-3355-4031 serial/batch number (B)(6) was received for evaluation. Visual inspection found that the tip of the instrument has nicks. The most probable cause of the reported failure is misuse resulting from damage incurred through contact with the burr.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/08/2024, it was reported by a facility representative via sems-(B)(4) that an ar-3355-4031 scope has been hit by a burr. This occurred during use in a case with no patient impact.